Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic field service engineer (fse) instructed the user how to perform the invalidate home process. The representative reported that the system was then functioning as intended. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site biomedical engineer reported that, while outside of a procedure, a message to invalidate home on the pendant appeared on the imaging system. No additional information was provided. There was no patient present when this issue was identified.